Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to plug the pump into a different wall outlet and confirmed that using a different wall adapter resolved the issue, with the pump beginning to charge. No further assistance was required, and the usb cable charger was replaced.